Event description:
Adverse event(s): "15 minute delay". Product problem(s): system message (device displays error message). A nurse reported during surgery the surgeon received a system error code. The system was restarted and was functioning properly, but technical services advised them not to use the machine until the system had been serviced. The facility then decided to switch the machine out to complete the case. The nurse reported there was a 15 minute delay to exchange the system and the pt's outcome was good.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).